Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Distal stent struts on row 1 were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified contrast media was present within the inflation lumen, therefore indicating the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing documentation for the rework batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in a moderately calcified, moderately tortuous portion of the ostium of the left anterior descending (lad) artery. The physician attempted to implant a 2.75x12mm taxus liberte stent, but was unable to cross the lesion.. The procedure was completed with another of the same device. There were no complications or patient injuries reported and the patient condition is listed as "stable". Returned product analysis reealed stent damage.